Event description:
It was reported that during a knee joint replacement surgery, black fluid from the battery pack spouted into the surgical site. A revision surgery was performed after the bone was cut to remove the black spots.

Manufacturer narrative:
The handpiece was not returned to the manufacturer. It was reported that the battery pack had been immersed in saline during the surgery, contrary to the warning in the instructions for use. According to the quality engineer, if for any reason saline solution enters the battery pack, a chemical reaction occurs causing the batteries to decompose. If this occurs, the battery acid is mixed with the saline water resulting in a brown-black color. Based on this information, it was determined that the condition was caused by user misuse. The instructions for use include a warning that states power packs cannot be immersed.